Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire was reported. The sensor was inserted into the arm on (B)(6) 2019. The patient stated upon removing the sensor wire on (B)(6) 2019, the sensor wire was stuck in their arm. The patient made an appointment with the doctor and on (B)(6) 2019, the sensor wire was successfully removed by the doctor. At the time of contact, the patient was doing okay. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluation. An external visual inspection was performed and failed due to a missing sensor wire. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.